Manufacturer narrative:
Additional information was received reflected in section d10 - concomitant medical 27176leb and was returned on january 8,2026 the device in question was returned to manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that "malfunction detected in the anesthesia device's heart rate monitor. The cable and insulation on the working element are burnt out, possibly due to a short circuit". No negative impact in state of health reported.